Event description:
As reported, during an unspecified procedure on (B)(6) 2022, the surgeon used a bard/davol sorbafix fixation device to fixate an unknown mesh at the area of cooper¿s ligament, the device jammed and two fasteners were discharged in succession. It was also reported that the released fasteners were fixated into the mesh and there were no loose or broken fasteners deployed. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol sorbafix fixation device jammed and two fasteners were deployed in succession while fixating at cooper¿s ligament. The subject device was discarded by user facility. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 685 units released for distribution in september, 2021. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device.¿ not returned - discarded.